Event description:
It was reported that patients lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were disposed by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70 , serial: (B)(4), batch: 2000017421. Product family: scs-paddle leads, upn: m365sc8116500, model: sc-8116-50, serial: (B)(4), batch: 117449.